Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received anti-tachycardia pacing therapy for supra ventricular tachycardia (svt) when they were not supposed to be treated. It was a sudden onset event with change in r-wave morphology with svt rate in the ventricular tachycardia (vt) zone. The device remains in use. No further patient complications have been reported as a result of this event.